Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Date of birth: (B)(6) 1954. Report source: consumer. Date rec'd: 1/28/2016. Update rec'd 1/28/2016: litigation papers received. There is no new information that would affect the existing investigation. This complaint was updated on: 2/2/2016 depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/28/2016: litigation papers received. There is no new information that would affect the existing investigation. This complaint was updated on: 2/2/2016.

Event description:
Asr revision reported by sales rep; right hip; reason for revision: pain. Stem cannot be found on (B)(4) as stem is american. No manufacturing date or expiry date entered. (B)(4).

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.